Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure , as the implant got received with two broken pegs. The device inspection revealed the following: visual examination of the received product shows that indeed two of the three pegs are broken off. The two broken off pegs are showing some white residue. In addition, there is some brown residue visible at the coating surface. Underneath the part are showing some scratches, those are most likely the result from separating from the poly. Upon further investigation of the x-rays by healthcare professionals the following was observed: the image quality is indeed very poor and is insufficient to make a reliable decision on this matter. It¿s not possible to see if the pegs are broken. Usually pegs can only break when the tibial tray is not fully fixated to the tibial bone. In cases where the implant has loosened or failed to achieve complete osseointegration initially, while the peg remains well-fixed, the resulting load transfer disproportionately increases stress on the peg, rendering it susceptible to mechanical failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to two broken pegs on tibia tray.